Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction"), dyspareunia, ovarian cyst, depression and anxiety ("mental anguish/emotional anguish"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder, autoimmune disorder, dyspareunia, ovarian cyst, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dyspareunia, menstrual disorder, ovarian cyst and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included lung scarring on (B)(6) 2015, arthralgia on (B)(6) 2015, scar removal on (B)(6) 2015, right lower quadrant pain, spotting vaginal, urinary retention, bladder infection, vomiting, uti, pyelonephritis, hips osteoarthritis, migraine, gestational diabetes mellitus, cervix inflammation, supra-aortic trunk sclerosis, multiparous, hemostasis and tissue adhesion prophylaxis. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included asthma since (B)(6) 2007, abdominal pain, left lower quadrant pain, abdominal crampy pains, shooting pain, stomach pain, suprapubic pain and diarrhea. Concomitant products included topiramate since 2008 for migraine, gabapentin for osteoarthritis of lumbar spine and oa hips as well as chlorphenamine maleate;dextromethorphan hydrobromide;paracetamol;pseudoephedrine hydrochloride (tylenol), hydrocodone, nsaids since september 2008 and paracetamol (acetaminophen) since september 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced the first episode of depression ("depression"), anxiety ("mental anguish / emotional anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the second episode of depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst/infection (other) describe: cyst in both ovaries"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), autoimmune disorder ("autoimmune reaction") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, autoimmune disorder, dyspareunia, ovarian cyst, anxiety, vaginal haemorrhage, menorrhagia, the last episode of depression, migraine and dysmenorrhoea outcome was unknown. The reporter considered anxiety, autoimmune disorder, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: cysts in both ovaries. Ultrasound breast - on (B)(6) 2013: there is no sonographic evidence of malignancy. The round cyst in the right breast is benign. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal hemorrhage, menorrhagia, nausea, anxiety, pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: events added- abnormal bleeding (vaginal), menorrhagia, depression, migraines / headache, nausea, dysmenorrhea (cramping), she did not undergo essure confirmation test, infection nos. Reporter information, patient history, concomitant drugs, lab data, event onset date and historical drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and autoimmune disorder ('autoimmune reaction') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hip arthropathy on (B)(6) 2015, arthralgia on (B)(6) 2015, scar removal on (B)(6) 2015, right lower quadrant pain, spotting vaginal, urinary retention, bladder infection, vomiting, uti, pyelonephritis, hips osteoarthritis, migraine, gestational diabetes mellitus, cervix inflammation, osteosclerosis, multiparous, hemostasis and tissue adhesion prophylaxis. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included asthma since (B)(6) 2007, abdominal pain, left lower quadrant pain, abdominal crampy pains, shooting pain, stomach pain, suprapubic pain and diarrhea. Concomitant products included topiramate since 2008 for migraine, gabapentin for osteoarthritis of lumbar spine and oa hips as well as hydrocodone, nsaids since (B)(6) 2008, paracetamol (acetaminophen) since (B)(6) 2008 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish / emotional anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst/infection (other) describe: cyst in both ovaries"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain chronic"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menstrual disorder, autoimmune disorder, ovarian cyst, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2014: cysts in both ovaries. Ultrasound breast - on (B)(6) 2013: there is no sonographic evidence of malignancy. The round cyst in the right breast is benign. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal hemorrhage, menorrhagia, nausea, anxiety, pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: reporter information added. Events per pfs: abdominal pain chronic. Outcome for events pelvic pain, abdominal pain and dyspareunia (painful sexual intercourse) were updated to resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device / location of device: myometrium'), device expulsion ('migration of essure device / location of device: myometrium'), pelvic pain ('pelvic pain/pain') and autoimmune disorder ('autoimmune reaction') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included hip arthropathy on (B)(6) 2015, arthralgia on (B)(6)2015, scar removal on (B)(6) 2015, right lower quadrant pain, spotting vaginal, urinary retention, bladder infection, vomiting, uti, pyelonephritis, hips osteoarthritis, migraine, gestational diabetes mellitus, cervix inflammation, osteosclerosis, multiparous, hemostasis and tissue adhesion prophylaxis. Previously administered products included for an unreported indication: macrobid. Concurrent conditions included asthma since on (B)(6) 2007, abdominal pain, left lower quadrant pain, abdominal crampy pains, shooting pain, stomach pain, suprapubic pain and diarrhea. Concomitant products included topiramate since 2008 for migraine, gabapentin for osteoarthritis of lumbar spine and oa hips as well as hydrocodone, nsaids since on (B)(6) 2008, paracetamol (acetaminophen) since on (B)(6) 2008 and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced depression ("depression/psych injury"), anxiety ("mental anguish / emotional anguish/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 23 days after insertion of essure. On (B)(6) 2013, the patient experienced ovarian cyst ("ovarian cyst/infection (other) describe: cyst in both ovaries"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), autoimmune disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain chronic"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion, menstrual disorder, autoimmune disorder, ovarian cyst, depression, anxiety, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, menstrual disorder, migraine, nausea, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia (painful sexual intercourse), pelvic pain and abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2014: cysts in both ovaries. Ultrasound breast: on (B)(6) 2013: there is no sonographic evidence of malignancy. The round cyst in the right breast is benign. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: vaginal hemorrhage, menorrhagia, nausea, anxiety, pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 4-dec-2019: plaintiff fact sheet received. Events device embedded & device expulsion was added. Product , patient & reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.